Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, d10, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 12/08/2023. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. The clear silicone insulation of both the hot and cold jaws was observed to be intact with no visual defects. The heater wire was observed to be flexed away from the base of the hot jaw, twisted, and detached from the tip of the jaw. An investigation was conducted on 12/13/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material were observed on the device. A microscopic inspection was conducted. The clear silicone insulation of both the hot and cold jaws was observed to be intact with no visual defects. The heater wire was observed to be flexed away from the base of the hot jaw, twisted, and detached from the tip of the jaw. Based on the photographic inspection, returned condition of the device, and investigation results, the reported failure "material twisted/bent; wire" was confirmed. The lot # 3000343722 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure after taking 2 branches using vasoview hemopro 2. Per the photo provided by the complainant, the jaws were bent. The heating element was lifted from the jaw. There were not any components of the device (metal / silicone) that detached into the harvesting tunnel / inside the patient. The jaws of the harvesting tool were not open (even slightly) during insertion of the tool into the cannula. The initial device failed after about 2 minutes of usage and was incapable of being used further. A new device was used to complete the case. There was no procedural delay. There were not any patient harm/effects due to the defective device.